Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The blood glucose reading was 89 mg/dl. The customer stated that he was unable to troubleshoot the issue, as he had just re-primed the insulin pump. He advised that the insulin pump now worked fine. He declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.